Event description:
It was reported that a home patient (hp) observed air in a homechoice (hc) cassette during fill 1 of 4. The hp was connected at the time of the observed air. The hp did not check if the patient line was primed properly prior to connecting to the device. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the home patient (hp) reported not checking the patient line prior to connection, there was not enough information to determine a cause of the air. Should additional relevant information become available, a supplemental report will be submitted.